Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not seal tissue when applied a third time. No patient injury occurred, and a new device worked well to continue the procedure.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the cord plug was cut off and not returned. The reported condition could not be confirmed. Investigation found that the cord has been cut off and the cord plug was not returned. Without the cord plug, a detailed investigation could not be performed for the reported complaint of device sealing issue. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.